Event description:
It was reported that the patient underwent generator and lead replacement due to high impedance. It was reported that the pre-operative diagnostics resulted in high impedance (dc dc code - 7). It is unknown if any patient manipulation or trauma occurred that may have caused or contributed to the high impedance. Attempts to obtain additional information have been unsuccessful to date. The device is expected to be returned for analysis, but has not been received to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.